Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual microscopic four set screws were returned. Two of the nodes on the face of the set screws were fairly flat and had no obvious signs of rod movement. One set screw has a slight angulation to the node, indicating that there was a slight angulation to the rod in relation to the screw face. The other set screw has a more defined angle to the node indicating a more defined angulation to the rod. There are witness marks on the face of this screw indicative of rod movement. Since just the set screws were returned no further investigation can be performed. It would appear that there may have been some angulation as it relates to the set screw face and the rod but without the other components, the extent of this angulation cannot be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review result: post-op x-ray of l1-s1 fusion shows back out of l1 screw and a screw that is off of the tulip. The rod connector appears excessively lordotic compared to the patient's anatomy. Fusion status is unknown. The pre-stress on the construct may have contributed to this failure mode. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) surgery at l1-l5 for the implantation of the hardwares. Post-op, the implanted set screws backed out. As a result of that the patient suffered local site pain due to mobile hardwares (set screws). The patient underwent revision surgery for the replacement of the set screws and extension to adjacent level. The patient status is well now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.